Event description:
The customer reported they saw smoke and noticed a burning smell from the coulter lh 750 hematology analyzer. The customer found the alternating current (ac) cable and connector damaged. The customer did not see any arcs or flames or sparks, a fire extinguisher was not used and the fire department was not called. The laboratory was not evacuated and no one was exposed or injured. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/12/2015. The fse found that the ac power cord and the connector were blackened. The fse replaced the connector and wire, which repaired the issue. The repairs were verified per established procedures. (B)(6).